Manufacturer narrative:
Section d information references the main component of the system and other applicable components are: product ID 3708640 serial# nkn119942v implanted: (B)(6)2017 explanted: (B)(6)2019 product type extension h3: analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. H6: conclusion code updated from 67 to 11. Result code updated from 3221 to 3233. Method code updated from 4114 to 4118. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
No additional information was received.

Manufacturer narrative:
Other applicable components are: product ID: 3708640, serial# (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2019, ubd: 10-oct-2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturing representative (rep) regarding a patient with an implantable neurostimulator (ins) for parkinson's disease. It was reported that there was an abnormality of impedance of over 40 ,000 ohms on the #1 circuit. Because the impedance of the dbs lead alone was normal, a fracture of the extension was suspected and the adapter was replaced. After replacement, the impedance was normal. The issue was resolved at the time of the report. No patient symptoms or further complications were reported as a result of this event.

Manufacturer narrative:
Device evaluated by MFR: analysis of the extension (serial no. (B)(4) found that the conductor body was broken less than 5 cm from the proximal end.: conclusion code updated from 11 to 12 and 19. Result code updated from 3233 to 476 and 3252. Method code updated from 4118 to 10. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.